Event description:
It was reported that the patient said the pw is pulling too hard. Patient also said the pw makes a popping noise sometimes. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks) (purewick.yvexv@passmail.net).

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The reported event was confirmed, cause design related. Visual evaluation of the returned sample noticed one opened (without original packaging) pw collection system with accessories (pump tubing, collection canister with lid, and external power cord). There were no cracks present. There was no residue present. The stop valve was working properly. There were light and sound indicating function. The device had more suction than normal and pressure continued to increase as the device remained on. Functional evaluation of the returned sample noticed the device passed tm0301240, revision 3 with a value of 2.165 slpm at device start and 2.201 slpm at 10 seconds for airflow. The device failed tm0301240, revision 3 with a value of 243.87 mmhg at 20 seconds for max pressure. An in-house collector tubing with elbow connector was used for testing. A review of the risk document was performed for this investigation. The reported event is addressed in dfmea ra0301710 rev. 11 step/item 1.08. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. Potential cause of failure is inadequate component (pump and relief valve) selection. As labeling would not have contributed to the reported event, it is not required. As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As there are no known relevant retain samples to review, a retain sample analysis is not required. As of 14nov2025, complaint is reportable, and the lot number and associated DHR file is not available. Therefore, the smdr will be sent with the info available. If and when we get it, the file will be reviewed and updated accordingly. Based on the results of the investigation, no additional action is required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said the pw is pulling too hard. Patient also said the pw makes a popping noise sometimes. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks); (purewick.yvexv@passmail.net). Per additional information received via email on 14jul2025, it was reported that the machine does not suction - the lid comes off while in use.